Manufacturer narrative:
On (B)(6) 2015, over a service phone call, a field service engineer (fse) had the customer push cups down the waste chute with a long screwdriver. This cleared the chute. The analyzer restarted and running normally. No further action were required. Instrument was performing as intended. Most likely cause for this event was a mechanical failure where the cups jammed in the waste chute. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported "dropping cups at the waste chute, aborting run, error 4113 cup transfer z axis" with aia-1800 std. The customer also reported that cups were being dropped next to or near the waste chute but not down in the waste chute. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.